Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer reported that took 1 test and tested negative and then the next day customer took another test and tested positive. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H. 6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1326008, ¿customer reported that took 1 test and tested negative and then the next day customer took another test and tested positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer reported that took 1 test and tested negative and then the next day customer took another test and tested positive. "